Event description:
It was reported there were high impedances that required a ¿change of the electrode.¿ there was a connection dysfunction of the extension of the electrode. There was a new adjustment to obtain the same coverage as before. Additional information further clarified these statements indicating the patient had new programming to obtain the same coverage as before. No patient symptoms were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 3586, implanted: (B)(6) 2012, product type: lead. (B)(4).